Event description:
It was reported that during an unknown procedure, the powerseal 5mm did not output even though the output button was pressed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the activation button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.